Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed damage to the piston.

Event description:
The patient claimed that his blood glucose elevated above 500 mg/dl in the morning after he changed his site the night before. During troubleshooting, the animas representative concluded there was no pump malfunction associated with the alleged event. The bolus and basal have been delivered as programmed and add up to the total daily dose. The prime history showed the pump properly primed and the cannula filled after each site change and after the cs alarm. After the patient resumed insulin pump therapy, his blood glucose dropped from 516 mg/dl to 459 mg/dl. This complaint is being reported due to possible use error and because, the patient had blood glucose above 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.